Event description:
It was reported that the table locks did not actuate when the technologist released the foot pedal, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). The float was discovered during set-up. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the power supply cable connected to the pedal interface board was loose, preventing the locks from engaging. The fe reconnected the cable to the board, and verified that the table locks were performing according to specifications.